Event description:
A carbon dioxide hysteroscopy insufflator was being readied for use. When a new carbon dioxide cartridge was inserted in the unit's receptacle for replacement, the black plastic holder/handle broke under pressure and was ejected away from the insufflator and onto the floor of the operating room. The device was not involved in a surgery and no injuries occurred.